Manufacturer narrative:
The customer provided a photograph for the complaint investigation which showed a manifold and no leaks, damage or anomalies on the photo was observed. The complaint of leaks cannot be confirmed based on the provided photograph. Without the return of the used physical sample, a comprehensive evaluation of failure mode cannot be performed and the cause of the customer complaint could not be determined. The device history record (DHR) couldn't be reviewed because the lot number was not provided or identified.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The reported complaint occurred on an unspecified date and involved an unspecified tubing set that contained a manifold. The device's manifold was found leaking from two spots. The attending clinical nurse went directly bedside to assess exactly what was occurring. At one spot/location, it was not only leaking, but it would also not tighten at the connection; the device just kept spinning. There was no human harm reported as associated with this complaint/event.